Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that during aspiration with a catheter inside the sheath, air was pulled in through the valve. The first aspiration on the table showed no air leak. Forward irrigation on both the catheter and sheath was rolled off to prevent air movement from the valve and side port. The physician confirmed no air was seen in the patient or along the sheath. The sheath was removed while maintaining positive pressure aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath is expected to be returned for analysis. No issues during preparation of the sheath were noted. Pressure bag used for the irrigation of the sheath. No leak or air in patient. Guidewire was positioned at the end of catheter during the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulsed field ablation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that during aspiration with a catheter inside the sheath, air was pulled in through the valve. The first aspiration on the table showed no air leak. Forward irrigation on both the catheter and sheath was rolled off to prevent air movement from the valve and side port. The physician confirmed no air was seen in the patient or along the sheath. The sheath was removed while maintaining positive pressure aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath was returned for analysis. No issues during preparation of the sheath were noted. Pressure bag used for the irrigation of the sheath. No leak or air in patient. Guidewire was positioned at the end of catheter during the procedure.